Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported the device alarmed, displayed several reference failures on the screen and the user was unable to turn the device off while the device was on a patient. The device became warm and started emitting smoke. The device was removed from the patient, and the facility disconnected the battery. The patient was placed on a different device. There was no patient harm.

Manufacturer narrative:
The cpu board was returned to the manufacturer for failure investigation. The failure investigation technician tested the board. The technician found this failure was caused by the shorted cap at c165 (6.8uf/50v/tantalum cap). Replacement of c165 corrected the cpu pcba failure with no other faults found.